Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle mesh and mpathy omnisure mesh. Later patient experienced nerve damage, pain, mesh exposure, infection, bleeding, dyspareunia and suture protrusion. Excisions of the mesh, removal of the sutures and cytoscopy were performed.